Event description:
It was reported that during a total lap hysterectomy procedure, the jaws locked shut and would not reopen (after transection through tissue. Tissue fell away and jaws would not reopened). There were no patient consequences. Case completed with another device of the same product code. One device will be returned.

Manufacturer narrative:
(B)(4): added additional information. The instrument was received with the jaw damaged. The I-blade was inspected and was not missing any pieces. When testing the opening and closing of the jaw, the jaw did not open. This was due to the damage of the jaw.the instrument was partially tested with the generator. The instrument was detected by the system. Due to the jaw damage no additional testing could be performed. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.